Manufacturer narrative:
Based on a review of the information available in dms, the system took a little bit longer to stabilize after insertion so the user should see continued improvements over the next few days. Also,during our review, it was observed that symptoms were consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values.user was provided with escalation response and given tips on calibrating correctly.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.